Manufacturer narrative:
The customer reported that the display on the central nurse's station (cns) failed. The customer then replaced the display and restarted the cns tower, which resolved the issue. Nihon kohden technical support provided the customer with the part number to order a new display. No patient harm was reported.

Event description:
The customer reported that the display on the central nurse's station (cns) failed.

Event description:
The customer reported that the display on the central nurse's station (cns) failed.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) reported the cns-6201a (pu-621ra sn:(B)(6) ) monitor failed. Customer changed out the monitor and restarted the cns tower. Service requested troubleshooting/assistance. Service performed customer was provided part number for new monitor: a/e282678. Investigation result the monitor was put into service on 03/02/13, which is over 5 years prior to the reported issue. A review of cns history found no previously reported issues with the display for the unit. A review of monitor history found no other reported issues. There was a failure of the cns monitor. The cns monitor is manufactured by a third party company. Per cns-6201a service manual eighth edition, customer is advised to perform a maintenance check at least every 6 months. This includes checking the appearance for damage and contamination, as well as checking the display upon power on. If the monitor had not been replaced during the cns's lifetime, this would indicate the monitor was over 5 years of age. During this time, factors such as use, power issues, and other environmental conditions at the facility could contribute to degradation of the part. As the part was not returned, nka evaluation could not be performed. Condition of the monitor and length of display downtime was not provided. This issue should be readily detected as cns operator and service manual advises that both the instrument and the patient must receive continual, careful attention. Failure of the display monitor does not prevent alarm indicator from lighting up should an event occur, as it is connected to the cns. Information on which devices were monitored by the cns was not provided. Patient information can be seen on all bsm's and certain telemetry devices. Therefore, monitoring may still occur upon cns display failure. Additionally, the bsm's are able to alarm at the point of care. The display had failed well beyond the warranty period. Issue was able to be resolved by setting up a replacement monitor. Nk support provided customer with monitor part information. In notification 300119111 reported (B)(6) 2018, nk support assisted customer in enabling dual screens for the display. There were no further reported issues for the unit. Based on the given information, this issue is not suspected to be caused by deficient design. Corrected information: g4. Date received by manufacturer: should be 03/19/2018 not 04/17/2018 as listed on MDR initial report.